Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b5: additional information received reports that there is no indication the device caused or contributed to the issue. Therefore this event is no longer, reportable.

Event description:
Additional information received reports that there is no indication the device caused or contributed to the issue. Therefore this event is no longer, reportable.

Event description:
It was reported that the patient's right extension has high impedances which is preventing the generator from entering MRI mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.